Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged. Further information was received that besides the questionable ra dislodgement, a suspicion of this lead capturing ventricular signals was observed. Boston scientific technical services (ts) recommended further testing of this lead. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be dislodged. Additionally, this lead was implanted in the bundle of his. Boston scientific technical services (ts) recommended further testing of this lead. No adverse patient effects were reported. At this time, this lead remains in service.